Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1expw, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare profession via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of efficacy following a fall per the physician (and the patient). Impedance testing was performed and showed high impedances. As diagnostics/troubleshooting performed, per physician, reprogramming was attempted without good results. As a result, the lead was replaced and the issue was reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative reported that the root cause of the high impedances was not determined and confirmed the lead was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a fall on (B)(6) 2017 and the device went ¿haywire¿ and started shocking them. It was noted that the stim was working fantastic up until that fall, but they had to get the controller to turn stim off after the fall. It was stated that from the time of the fall until they had the device replaced they were using a catheter. It was stated that the hcp wrote a letter saying that they could not medically guarantee why the ins stopped working; whether the fall could have caused the damage that resulted in the patient needing a replacement. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient¿s bladder stimulator failed and was removed. The consumer wanted to determine if the fall that the patient experienced was the cause of the device failure. No further complications were reported or anticipated.